Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus presumes that the cause of the foreign material adhered or clogged in the air/water-cylinder and air/water-channel is improper reprocessing due to leakage caused by the breakage of the air/water-channel. The instruction manual states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection and preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water tube and air/water cylinder with remains of white foreign material inside. There was no report of patient involvement.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: water tightness was lost due to damage on air/water-tube; bending angle in up direction did not meet the standard value due to wear of an angle wire; plastic distal end cover had a crack; the nozzle was clogged; objective lens and connecting tube had a scratch; light guide lens had a chip and adhesive on bending section cover found worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.